Event description:
Subsequent to filing of initial medwatch report additional information was received. It was reported that this was a pre-close procedure with suture placement via an 11f sheath. The sheath was upsized to 19f for the portico valve implantation procedure. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). Device status changed from yes, returning to no, discarded. The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Occlusion is listed in the perclose proglide instructions for use as potential adverse events of use of the device. The investigation was unable to determine a conclusive cause for the reported difficulties; however the patient effects and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device after a portico valve implantation procedure. Reportedly, after the proglide device was used, minor bleeding was reported at the access site. A non- abbott device was used to achieve hemostasis. On the same day, following the procedure, minor stenosis of the right femoral artery was observed. No treatment was administered. There was no clinically significant delay in the procedure or therapy. No additional information was provided.